Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, and part of the shell is missing. The device was underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is a sharp edge break with non-penetrating nicks assessed as surgical damage, non-penetrating nicks, and a missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. Device remains implanted.